Event description:
It was reported that during the implant procedure the left ventricular (lv) lead exhibited high thresholds and no capture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the u.s. And patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Manufacturer narrative:
(B)(4)